Event description:
Cautery device on vasoview hemopro malfunctioned during endoscopic vein harvesting. The hemopro did not effectively seal vein branches. Device was switched out for a new hemopro that worked properly. No adverse outcome.